Manufacturer narrative:
Nova biomedical is awaiting the return of the prod to conduct a quality investigation. Should any significant findings be a result of that eval, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd a blood glucose reading of 81 mg/dl and then a reading of 534 mg/dl within a ten mins period. The difference in these readings was determined to be clinically significant. No decision to treat was made on these results. The alleged faulty meter will be returned for eval.